Event description:
A report was recieved that the patients ipg was replaced. The physician requested the device to undergo diagnostic testing for unknown reason.

Manufacturer narrative:
Additional information was received that the physician requested the device to undergo diagnostic testing as patient reported charging the ipg more frequently.

Event description:
A report was received that the patients ipg was replaced. The physician requested the device to undergo diagnostic testing for unknown reason.

Manufacturer narrative:
Additional information was received that the physician requested the device to undergo diagnostic testing as patient reported charging the ipg more frequently. Sc-1132 (sn (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patients ipg was replaced. The physician requested the device to undergo diagnostic testing for unknown reason.